Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Noise was reproduced during provocative testing. The suspected cause of the event is damage to the rv lead, however, damage has not been confirmed. Lead revision is anticipated. The patient was stable.